Event description:
Tech alleged that the bed exit is not functioning correctly. The alarm is too soft. No pt impact.

Manufacturer narrative:
The tech replaced the scale pot position module alarm kit to resolve the issue.